Event description:
The dressing was partially off and not alarming. Wound ostomy team went to do a dressing change on a sacral wound and the dressing was off of the patient with the ez plus pump not alarming.

Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f small w/ soft port. No sample, lot and/or photos were provided for evaluation. A DHR review investigation could not be performed with the limited information provided. The reported complaint is deemed confirmed, as a known issue. The complaint indicates a dressing off partially in a sacral wound area. It is most likely that the dressing become detached from the patient due to the location of the wound. The sacral area has been proven to be a challenge in obtaining and maintaining a seal during the therapy. In regards to the pump not alarming for leak, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for an excessive leak for more than 3 minutes. There is no detail within the complaint for how long the dressing was partially detached from the wound. The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing greater than 3.5 l/min. It is possible that with thickened exudate in the tubing causing an occlusion , the air flow did not exceed the range in order to assert a leak alarm. The system was holding the negative pressure most likely as a result of a blockage and a leak not significant enough to trigger an alarm. Based on prior complaints for similar issues the soft port orifice size was increased to match the shape of the predicate port. The changes were incorporate in production during q2 2013. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.